Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator was thoroughly inspected and analyzed. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out-of-range shock impedance measurements in the 130-ohm range. It was noted that the device had 5 months remaining. Ts recommended considering maximum energy commanded shocks at device replacement to further evaluate the shock channel. The ICD and lead remain in service at this time. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was electively explanted and replaced due to normal battery depletion (nbd). It was noted that shock impedance measurements were 96 ohms. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out-of-range shock impedance measurements in the 130-ohm range. It was noted that the device had 5 months remaining. Ts recommended considering maximum energy commanded shocks at device replacement to further evaluate the shock channel. The ICD and lead remain in service at this time. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was electively explanted and replaced due to normal battery depletion (nbd). It was noted that shock impedance measurements were 96 ohms. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out-of-range shock impedance measurements in the 130-ohm range. It was noted that the device had 5 months remaining. Ts recommended considering maximum energy commanded shocks at device replacement to further evaluate the shock channel. The ICD and lead remain in service at this time. No adverse patient effects were reported.